Manufacturer narrative:
Medical device expiration date: unknown.  Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported leakage was found on a c35 "spike" connector for a bd phaseal ¿secondary set c61 with a built-in phaseal¿ connector during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch. Basis for the investigation was complaint (B)(4) and e-mail correspondence. C35 connector the customer was describing is not a part of c61system/product. Phaseal connector on c61 system is 6096 and it shares some resemblance with c35 but the connection it makes with system is different. In the case of 6096, phaseal is bonded with solvent to the spike component 5328 and cannot be used as standalone product. In the case of c35 it attaches to the patients IV line, providing a closed connection to the injector standard luer lock connection. So leakage on c35 connector on the spike would be impossible as stated by the customer. Since no further information was given regarding the complaint, a picture of c61 was sent to the customer to circle the leakage point but no feedback was given. The logical assumption would be that customer was describing leakage on 6096 and 5328 joint. This joint is made only by validated operators due to the specific nature of joint. DHR for lot 1005467 contains results of functional testing per iso 8536, 750 samples are taken evenly from lot to test for air leakage and results are conforming. DHR also shows reduced finished good quantity from 20.160 ea to 16.560 ea, this is due to material shortage and because of this time to produce the lot was prolonged. No other specific conditions during manufacturing of this lot that would set it apart from other lots produced in this time period. Dispenser that was used in this phase is idn 346 bushing c. Due to specific nature of joint this dispenser is only used for this joint. After consulting with maintenance about the dispenser involved, 10-oct -1 7 preventive maintenance was performed on this dispenser without any replacements and was checked again prior to lot start 19- oct-17. Production supervisor statement was that all operators involved in production of c61 (515302) are trained and validated operators. During the pause due to material shortage dispenser idn 346 was cleaned and solvent was removed, when production started again on the same lot the dispenser was prepared for usage. Based on the investigation no potential root cause could be determined. If new information arrives regarding these complaints investigation can be reopened. CAPA not necessary.

Manufacturer narrative:
Manufacturing location correction: the manufacturing location have been updated to the corrected location. The mfg site number is 1024879. The manufacturing location for this product is (B)(4).